Event description:
Customer reported issue with touchscreen responsiveness, stating pump screen was frozen and unresponsive. Customer's blood glucose level did not exceed 500 mg/dl, indicating it was within an acceptable range. Technical support provided instructions for a pump reset, which customer completed successfully, resolving issue. No additional information regarding customer's outcome was reported.